Event description:
N/a.

Manufacturer narrative:
Additional information - e1 (event site state: (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced pneumatic module assembly and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) an ICU nurse reported that there was blood in the tube. There was reverse blood to the balloon catheter he gas line (inside the driving tube) and the iabp connection. Around 4:00 am, the iab catheter was removed. There was no change in the patient's vitals before and after removal, and iabp therapy was completed. As of 12:00 on december 19th, there was no change in the patient's condition.